Event description:
It was reported that the patient was asymptomatic. It was noted that out of range high voltage impedance was observed on the right ventricular (rv) lead. Programming changes were made but an additional out of range impedance reading was observed. The rv lead was capped (B)(6) 2025 and replaced. The patient was stable.